Manufacturer narrative:
Result of investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation the error description provided was confirmed. The following defects were detected:- no image video imager defect. Based on the defects identified during the technical inspection, it is concluded that the described fault is due to video imager failure. The most probable cause is random component failure without any design or manufacturing issue. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that: "defect detected during functional check. No video transmission, no patient use.". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).